Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console's two upper bulbs needs to be replaced. The procedure details and patient impact were not reported.

Manufacturer narrative:
Corrected information is provided in sections b.2, b.5 and h.10. Based on this information received following submission of the initial report, "the lamps needed to be replaced because it exceeded the limit hours" does not meet criteria for reporting as a malfunction. No further reports will be reported under mfg report num. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the bulb needed replacement as it exceeded the limit hours.